Event description:
Complainant alleged that while attempting to treat a patient (age&gender unknown) the device gave a ''no shock advised" prompt for a rhythm they believe was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.